Event description:
This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and product complaint, concerns a female pt of unk origin. Medical history: type 1 diabetes. Concomitant medication was not provided. The pt received insulin lispro (humalog) via cartridge per a humapen memoir burgundy reusable device 12 units in the evening and human insulin isophane suspension (humalin n) formulation unk, 20 units in the morning and six units in the evening, for the treatment of type 1 diabetes beginning on unspecified dates. In 2009, an unspecified amount of time after beginning humalog via memoir burgundy pen, the pt had elevated blood sugar up to 700 (mg/dl) resulting in hospitalization for two days. The pt reported that her pen did not work and no insulin would come out of the needle (product complaint lot 0709c04). The outcome for the high blood sugar was unk. Humalog and humulin n were discontinued the same month, and her insulin regimen was changed to insulin glargine and insulin aspart while she was hospitalized. The consumer operated the devices. She never primed the pen and had not read the instructions. The pt used the device model for an unspecified amount of time and the reported device for about a month (the previous month). Return status of pen was unk.

Manufacturer narrative:
If the device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A f/u report will be submitted when the final evaluation is completed.